Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection and experienced sweating. It was also reported a culture was taken from the device pocket. It was noted there was a "small fistula" and the physician checked the bacteriology on the device pocket. It was also reported the device remained implanted and the patient experienced no injury or adverse event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that the device was still implanted, the patient was ¿going better¿ and the bacteriology was negative. It was unclear if ¿going better¿ referred to ¿doing better.¿

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had an unknown type of infection. Also, it was unknown if there was any antibiotic treatment necessary for the infection or if there were any cultures taken. Subsequent information reported that an action of a wound dressing was taken for the issue. The above information was reported previously in regulatory report number 3007566237-2015-01188 going forward all information pertaining to this event will be reported through this regulatory report. Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the location and type of infection was rejection of the stitch, scar.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).